Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user alleges that the bed collapsed a month after receiving it. He did not provide details and there is no alleged injury.